Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device ¿ uterus') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s): (B)(6) 2013: other- only left side took (as reported). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), cystitis ("infection (bladder/urinary tract/vaginal);"), urinary tract infection ("infection (bladder/urinary tract/vaginal);"), vaginal infection ("infection (bladder/urinary tract/vaginal);"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), migraine ("migraine/headache") and headache ("migraine/headache") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial);surgical removal of coil, oophorectomy (bilateral removal of ovary)). Essure was removed in (B)(6) 2015. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, dyspareunia, abdominal pain, visual impairment, eye disorder, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, cystitis, device expulsion, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, migraine, pelvic pain, urinary tract infection, vaginal infection and visual impairment to be related to essure. The reporter commented: patient had twice failed essure at mtbh due to non-visualization of her right tubal ostea. Partial essure (failed on right side twice).essure was successful on the left side only. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device ¿ uterus/essure migration') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s): (B)(6)2013: other- only left side took (as reported). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), cystitis ("infection (bladder/urinary tract/vaginal);"), urinary tract infection ("infection (bladder/urinary tract/vaginal);"), vaginal infection ("infection (bladder/urinary tract/vaginal);"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), migraine ("migraine/headache"), headache ("migraine/headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial);surgical removal of coil, oophorectomy (bilateral removal of ovary)). Essure was removed on (B)(6)2018. At the time of the report, the device expulsion, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, dyspareunia, visual impairment, eye disorder, fatigue, migraine, headache and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, cystitis, device expulsion, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal infection and visual impairment to be related to essure. The reporter commented: patient had twice failed essure at mtbh due to non-visualization of her right tubal ostea. Partial essure (failed on right side twice).essure was successful on the left side only. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),menorrhagia, general abnormal bleeding, migration insertion date discrepancy (B)(6)2015 and (B)(6)2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: patient age updated, new events dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, essure migration was added and event pelvic pain,abdominal pain,general abnormal bleeding outcome updated recovered/resolved incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device ¿ uterus') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s): (B)(6) 2013: other- only left side took (as reported). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), cystitis ("infection (bladder/urinary tract/vaginal);"), urinary tract infection ("infection (bladder/urinary tract/vaginal);"), vaginal infection ("infection (bladder/urinary tract/vaginal);"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), migraine ("migraine/headache") and headache ("migraine/headache") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial);surgical removal of coil, oophorectomy (bilateral removal of ovary)). Essure was removed in (B)(6) 2015. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, dyspareunia, abdominal pain, visual impairment, eye disorder, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, cystitis, device expulsion, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, migraine, pelvic pain, urinary tract infection, vaginal infection and visual impairment to be related to essure. The reporter commented: patient had twice failed essure at (B)(6) due to non-visualization of her right tubal ostea. Partial essure (failed on right side twice).essure was successful on the left side only. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Events per pfs: hormonal changes, migraine/headache, abnormal bleeding (general), infection (bladder/urinary tract/vaginal); malposition of essure device ¿ uterus, dyspareunia (painful sexual intercourse), abdominal pain, vision/eye problems; fatigue were added. This case incident case as the essure removal procedure was received. Lot number received. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.